Event description:
In 2008, the patient reported when she tried to prime her insulin infusion set tubing after attaching a new tubing, she noticed an air bubble in the cartridge of her insulin infusion device. She stated she uses room temperature insulin to fill her cartridge. She stated the air bubble was not there previously and think it was caused by her unscrewing the adapter and removing the insulin cartridge from the device to attach the new tubing. On follow up with the patient about 4 days later, she stated she has had no further issues with air bubbles. The patient did no report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.